Manufacturer narrative:
As reported, during a surgical procedure, a portion of the green echo balloon of the ventralight st w/echo ps separated during removal through a 12 mm trocar. Returned for evaluation was the separated portion of the balloon confirming the reported event that the balloon tore while removing through the trocar. The instructions- for-use direct the user to pull the echo ps balloon up to the tip of the trocar and to remove the echo ps and the trocar simultaneously. As reported, the echo ps balloon was removed through the trocar without simultaneous removal of the trocar, at which time a portion of the balloon separated from the device. There were no issues noted with the balloon during deployment or use. The most probable root cause is inadvertent tearing of the balloon during removal through the trocar. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only complaint for the reported lot of (B)(4) units released for distribution. The instructions-for-use, supplied with the device states, "to deflate and remove the echo ps¿ positioning system" states begin removal of the echo ps¿ positioning system by grasping one of the two removal points marked by the dark arrows adjacent to the bard ® logo. Begin pulling the positioning system off the mesh in one smooth motion. Continue removing the echo ps¿ positioning system by pulling it up to the tip of the trocar. Remove both the echo ps¿ positioning system and the trocar simultaneously." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair procedure, a portion of the green echo balloon of the ventralight st w/echo ps separated during removal through a 12 mm trocar. The portion was removed from the patient. There was no patient injury.